Manufacturer narrative:
D10: 02-020-13-0245 - truliant cr cem fem cr cem left sz 4.5 (B)(6). 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t: (B)(6). 02-022-51-4512 - truliant tib imp crc insert sz 4.5,12mm: (B)(6). 02-029-90-4300 - sterile packed short headed pin: (B)(6). 200-07-35 - advanced patella 35mm 3 peg implant: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6). 521-78-36 - threaded pin size 5.1 collarless 2pk: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a clinical study that a patient underwent an initial total knee replacement on the left side. Approximately one-year post-surgery, the patient underwent manipulation under anesthesia. The diagnosis for the intervention is unknown. The patient outcome is unknown. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: a3, b3, b5 and h6 - health effect - clinical code. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial left tka. Subsequently, the patient experienced pain and arthrofibrosis. As a result, the patient underwent a manipulation under anesthesia approximately 2 months after initial implantation. No further patient impact reported. No further information available.